Event description:
The customer stated they were using the ac/dc adapter with the vsm device. The vsm indicated it was not charging even though the ac/dc adapter was plugged into the ac wall outlet. The ac mains power cord between the wall outlet and the adapter just before the strain relief was touched to see if it was loose. As the nurse grabbed the ac mains power cable, a short occurred at the contact point generating an electrical discharge. Due to the electrical discharge, heat was generated discoloring the ac mains power cord insulation and the nurses index finger and thumb. No harm to the nurse was reported per the incident report received from the reporter.

Manufacturer narrative:
The device has not been received but is anticipated to be returned. Upon receipt and completion of the investigation, a supplemental report will be submitted.